Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report for a connection issue is not confirmed due to lack of sample. The root cause was determined to be supply bag fell and disconnected. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center (tsc) and reported that one of her bags fell and disconnected from the tubing. The home patient (hp) stated she then got up and disconnected herself. The baxter technical service representative (tsr) assisted the hp to cycle power off / on, end the therapy and start over with all new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding the separation. The hp stated that she was unsure on how the solution bag fell behind the table. The hp said that she was connected and disconnected when the bag fell. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, she did not receive any injury or medical intervention as a result of this event. The hp stated that she is doing fine and continuing therapy without issues. No further information was provided.